Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date unexpectedly change. No additional information was provided and customer declined follow up from tandem technical support to determine a possible cause. There was no reported adverse impact.